Event description:
It was reported that a catheter issue had occurred at the catheter tip and distal segment. The patient had experienced increased spasticity as a result. The cause was undetermined and it was unknown if any diagnostics testing or troubleshooting was performed. A catheter revision was done and it was replaced with an ascend. The issue then resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿ the type of medication being delivered via the device system was gablofen. Additional information has been requested regarding the cause of the event, troubleshooting and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2015-(B)(6), product type: catheter. Product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. (B)(4).